Manufacturer narrative:
Findings: no motor error alarm noted. Unit was unable to prime during prime/a test due to moisture damage on fsr. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 332 mg/dl. The customer stated that there is no significant events leading to the alarm. Customer doesn't use the sensor feature. The customer stated they are able to rewind the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.